Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appear to be related to circumstances of the procedure. The patient effect of stenosis is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Patient site ID: (B)(6). It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve repair (tavr) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to 14f and the procedure was completed and hemostasis was achieved. However, this left 90% stenosis of the right common femoral artery. For treatment, balloon angioplasty was performed, improving the stenosis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.